Event description:
It is reported that the plate broke.

Manufacturer narrative:
The MFR did so far not receive any devices. Zimmer was informed that the device will be returned after it was analyzed by a third party lab in (B)(4) and therefore the return of it will be delayed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As neither the device, nor x-rays, or other source documents were returned for review, the cause for this specific clinical event cannot be ascertained from the little information provided. However there is no indication for a product failure which can be related to the surgery. Should additional information become available and/or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).